Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a leak. The hp stated while in the initial drain. The hp had drained off 2ml and then pressed stop because she noticed her patient line extension was wet and leaking. The hp needed help getting of the hc and resetting up again. The technical service representative (tsr) had the hp press stop close off the set & clamps. The tsr helped end therapy from the initial drain. The drain volume was 2ml. The hp would reset up again with new supplies. Global product surveillance contacted hp on (B)(4) 2012, regarding the reported problem. The hp was able to complete therapy with new supplies. The hp stated that the leak was at the connection between the cassette patient line and the patient line extension. The hp did not get the connection tight enough. The hp had discarded the original patient line extension and did not have a companion. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak between a patient line extension set and the patient line of the cassette was confirmed based on information provided by the patient. Patient stated she did not have the connection tight enough. Assignable cause of the leak is improper setup.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak between a patient line extension set and the patient line of the cassette was confirmed based on information provided by the patient. Patient stated she did not have the connection tight enough. Assignable cause of the leak is improper setup. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was improper setup.

Manufacturer narrative:
(B)(4). The following information was erroneously omitted from the previous medwatch: a review of all batch record documents was performed for associated lot numbers with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.